Manufacturer narrative:
Pt age: the patient was born in 1991. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique resulting in peritonitis and was hospitalized on the same day as onset of the event. The peritonitis was defined as peritoneal (B)(6) infection. The breach was not further specified. Nine days later, antibiotic treatment was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available. Coincident with dianeal pd-4 low calcium with 1.5% dextrose, and dianeal pd-4 low calcium with 2.5% dextrose therapies. The nurse reported that the patient was hospitalized for peritonitis on (B)(6) 2017. The cause of the peritonitis was break in aseptic technique. It was also reported that the patient had...